Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump had code errors. Customer also reported that the piston was coming out causing the customer to push back in and also had no delivery alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.